Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascns0152 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when giving a pocket of perjeta via pac the following occurrences were noticed by the nurse; reflux of the product via the perfusion line into a bottle of paracetamol and flow on the ground which alerted the nurse. Product flow (perjeta) on the patient at the pac needle (note that the patient's gown is wet). The infusion was stopped, needle removed and undressed the patient (removed the gown). Upon removal of the needle, it was observed that the tubing is disconnected from the needle. No reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a disconnection is confirmed but the exact cause remains unknown. One 20 ga x 0.75 in powerloc max infusion set was returned for investigation. The infusion set extension tubing was returned detached from the proximal end of the needle housing. Use residue was observed throughout the sample. Microscopic observation of the needle housing with uv lighting revealed a partial adhesive fillet present. The distal end of the extension tubing showed adhesive material on the outer surface and within the inner tubing. Based on the condition of the returned sample, possible contributing factors include excessive tensile force. Since adhesive was observed to be present at the bond locations, the exact cause of the disconnection and break of adhesive bonding remains unknown; therefore, the complaint is confirmed, cause unknown. A lot history review (lhr) of ascns0152 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when giving a pocket of perjeta via pac the following occurrences were noticed by the nurse; reflux of the product via the perfusion line into a bottle of paracetamol and flow on the ground which alerted the nurse. Product flow (perjeta) on the patient at the pac needle (note that the patient's gown is wet). The infusion was stopped, needle removed and undressed the patient (removed the gown). Upon removal of the needle, it was observed that the tubing is disconnected from the needle. No reported patient injury.